Manufacturer narrative:
Two balloon loss of pressure were reported to have occurred in the same pt. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same pt due to a puncture a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1331003) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The introducer sheath was not returned; therefore physical eval could not be made to determine whether there was damage to it distal end that could have punctured the balloon. See MDR # 3004939290-2014-00399 for the second device.

Event description:
It was reported by the aci vascular closure specialist that a pt underwent a diagnostic peripheral procedure on (B)(6) 2013. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloons ruptured from 2 different devices. The physician thinks it's a mynx issue because they could not see calcium or plaque.